Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. The tube was removed and replaced. The customer indicated there was no patient injury with this event.

Manufacturer narrative:
One sample returned for evaluation with visual examination showed no damage. The returned unit re-inflated then deflated without any restriction noted. The returned unit was inflated / deflated three times without the stylet wire and no issue was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. The tube was removed and replaced. The customer indicated there was no patient injury with this event.